Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported during a routine hemodialysis treatment while the operator was administering a mid-treatment heparin dose, a venous pressure high alarm occurred. The alarm could not be resolved and it was determined that the blood in the cartridge had clotted. Treatment was terminated and the cartridge discarded resulting in an estimated 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility was contacted to review event. Reported venous pressure high alarms were attributed to inadequate heparinization. The pt's heparin dose has been increased. The cycler alarmed appropriately. Device labeling addresses the requirement for adequate anticoagulation to prevent clotting. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.